Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 03feb2025, it was provided that the issue had been resolved by reseating the cable to the accept button. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that technical support had been provided, and the problem had been resolved. Further information regarding the technical support or resolution were not provided so good faith efforts (gfes) are being completed to obtain clarifying information and to confirm the device has been returned to service. This investigation is ongoing.